Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 04/28/2011. According to reporter's describe,the suspected strip lot #52800-d140211-1, which was manufactured on 02/11/2014 and expired on 02/11/2016. Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 4:00pm after the end user was receiving erroneous readings from the prodigy glucose meter. The end user was feeling clammy, diaphoretic and sweating profusely and the paramedics were called. The reading on the prodigy meter at the time of the event was 144 mg/dl. The paramedics performed a test with their meter and received a result of 40 mg/dl and administered an IV of glucose to assist in raising the blood glucose level. No further information was provided.